Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-02765 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-03413.

Event description:
It was reported by customer that some PICC lines had to be exchanged for holes in the catheters. Two were from the same lot # and reference # and were only in place for about two weeks. No other information was provided. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by customer that some PICC lines had to be exchanged for holes in the catheters. Two were from the same lot # and reference # and were only in place for about two weeks. No other information was provided. This report addresses the second device.